Event description:
It was reported that the device was used during a gastric by-pass procedure. It was reported that the airless hand piece failed to deliver appropriate tissue effect. Solid tone frequenctly impeded progress in spite of troubleshooting efforts. The case was completed with another hp052. There was no patient consequence.